Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The lead appeared to have been stretched and damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was repositioned multiple times, and dislodged each time. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.